Event description:
During a cardiac cath procedure the hub portion of the angiographic catheter became contaminated. The physician cut the hub end off the catheter in order to insert a guidewire to exchange catheters. When he went to put the guidewire (usci) into the catheter the catheter floated up and into the patient's arterial system. A clamp was placed on the patient's groin to prevent the cahteter from migrating. A 10 fr sheath was placed into the incision and placed over the catheter. The catheter was retreived, the guidewire remained as intended, and the procedure was completed uneventfullydevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, hub. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, user education provided, other. The device was destroyed/disposed of.